Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a break in the IV tubing at the upper fitment during an infusion following movement of the IV pole. It is not known how much tension was placed on the tubing during the repositioning of the IV pole. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of set breakage was confirmed. The set was received with the upper portion above the silicone segment missing. Visual inspection of the set showed the silicone segment separated from the missing upper fitment component. The expected retainer ring for the set's upper fitment and silicone segment connection was not received; visual inspection of the separated silicone segment end noted the retainer ring indentation showing the ring had been positioned on the silicone segment at an angle. No functional testing was performed on the set due to the obvious damage. The root cause of the customer¿s report of set breakage was identified as a set manufacturing issue.

Manufacturer narrative:
Correction on initial report.